Manufacturer narrative:
The insulin pump was received with no belt clip. No unexpected ramping of numbers or battery anomalies was noted during testing. The pump passed self-test, displacement test and off no power test. The operating currents were in spec. The pump was received with intermittent button response on the up arrow button due to corroded keypad traces. The pump was received with corroded battery tube, cracked lcd window, and cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 189 mg/dl. The customer stated that when she tried to enter her blood glucose, the numbers were getting higher and higher. The customer stated that she took the battery out and placed a new battery in. After 10 minutes, the customer tried to do a self-test and the pump started to alarm battery too slow. The customer stated that nothing happened to the pump before the issue started. The customer stated that her pump was in her pocket. Customer was advised to discontinue use of the device and to revert to a backup plan.